Event description:
An "scan timeout / scan error" error message was reported with the adc device and the customer unable to obtain readings. As a result, the customer experienced hypoglycemia and was unable to self-treat, requiring treatment with glucose injection provided by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "scan timeout / scan error" error message was reported with the adc device and the customer unable to obtain readings. As a result, the customer experienced hypoglycemia and was unable to self-treat, requiring treatment with glucose injection provided by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.